Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a drainage catheter procedure, the physician found that the device was stuck to the packaging. Another of the same device was used to complete the procedure. No patient complications were reported as there was no patient contact.